Event description:
It was reported that the recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occured during revision surgery. The device passed the photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical test from being performed. The device passed the electrical test performed. This device passed the tests performed. This is the final report.